Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited abnormal color tone due to damage to the imaging section (the image is either magenta or green only), and the adhesive section of the objective lens has peeled off. There was no patient involvement.